Manufacturer narrative:
D10: 300-20-02 - equi sq torque define screw drive kit: (B)(6). 314-02-03 - equi glen, pegged alpha, medium: (B)(6). 310-01-47 - equi, hum head short, 47mm (beta): (B)(6). 300-01-13 - equi, hum stem primary, press fit 13mm: (B)(6). 300-10-45 - equi rep plate 4.5mm o/s: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 12 years and 1 month post the initial left total shoulder arthroplasty, the patient was revised due to a failed total shoulder arthroplasty with massive rotator cuff tear. No further information available.